Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran precision testing and quality controls, which resulted within range. The cse replaced the sample probe 2 mixer and adjusted the probe bottom of cuvette. The cse calibrated the calcium method and ran quality controls. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is running according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 1500 instrument, resulting higher. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.